Manufacturer narrative:
A2: age at time of event: 18 years or older. The promus elite ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that the stent was damaged. A percutaneous transluminal coronary angioplasty procedure was being performed. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 38mm promus elite mr drug eluting stent was selected for in a percutaneous transluminal coronary angioplasty (ptca) procedure. There was a significant bend in the lesion. Following pre-dilatation, the stent advanced; however, the stent did not pass through the lesion. There was resistance was encountered during advancing. It was noted the stent got damaged. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that the stent were damaged. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 38mm promus elite mr drug eluting stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. There was a significant bend involved in the lesion. Following pre-dilatation, the stent advanced; however, the stent did not pass through the lesion. There was resistance was encountered during advancing. It was noted the stent got damaged. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.